Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided . A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the tooth at site #31 was removed and the site was grafted on (B)(6) 2020 with allograft. Both implants were attempted at the site on (B)(6) 2020 and were unable to be placed due to lack of primary stability. Customer reports the bone graft failed to integrate and was unable to get primary stability. Tried prepping deeper, but was still not stable. Patient will return for a new implant at that site.